Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5: reference MFR. Report#: 1627487-2018-03973; reference MFR. Report#: 3006705815-2018-00858; reference MFR. Report#: 1627487-2018-03974; reference MFR. Report#: 1627487-2018-03975. It was reported the patient had an infection (location unknown). As such, the patient underwent surgical intervention where in the entire scs system was removed.

Event description:
Device 3 of 5 : reference MFR. Report#: 1627487-2018-03973, reference MFR. Report#: 3006705815-2018-00858, reference MFR. Report#: 1627487-2018-03974, reference MFR. Report#: 1627487-2018-03975. Follow-up information revealed in addition to explant, the patient was hospitalized due to the infection and was treated with IV antibiotics, which resolved the issue.